Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Due to the device not being returned for evaluation, the complaint could not be confirmed. As noted in the results and findings section, the DHR review, complaint history and manufacturing mitigation analysis did not reveal any indication that a manufacturing non-conformance could have potentially been related to the customer complaint. There are multiple inspections in place during the manufacturing process which makes it unlikely that a manufacturing nonconformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The patient¿s access vessel minimum luminal diameter (mld) measured 6.5mm. The vessel was reported to be moderately calcified and mildly tortuous. In this case, per report, the cause of the balloon burst may have been due to annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to proper prep and usage of the loader device. A review of complaint histories did not reveal that occurrence rate exceeded (B)(6) 2015 control limits for this failure mode. Therefore, no further corrective or preventative action is required. (B)(4)

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, the delivery system balloon ruptured during balloon deflation. An aortogram demonstrated moderate leak and it appeared that there was an aortic dissection in the ascending aorta. Post dilation of the valve reduced the leak to trace. No treatment was rendered for the aortic dissection and, at last report, the patient was doing ok. Per report, the balloon burst could have been due to the annular calcification.

Manufacturer narrative:
Investigation of this event is ongoing.